Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 172.912 ng/l, repeated in duplicate on the same system 175.363 and 164.507 ng/l. This indicates a sample/patient specific incident. The sample was also elevated on two alternate methods (alternate method 2 and alternate method 3) but was low/normal on alternate method 4. However, alternate method 4 is a troponin t method versus troponin I such as atellica im assay and the other alternate methods. The customer also processed the sample with a heterophile binding tube (hbt) and the atellica im result did not change - 163 ng/l indicating no presence of a heterophile antibody. Siemens cannot rule out other non-specific potentially interfering substances in the sample. No sample remaining for any additional testing by siemens. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a conventional sensitivity troponin I method. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." In addition, as per the IFU, in the elevated tni values in patients without ami section it states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." No potential product issue is observed. No further evaluation of the device is required.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result for one patient was generated on an atellica im 1300 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im 1300 analyzer and the results were similar to the initial result. The sample was repeated on an alternate method and resulted lower than the initial result. The customer is unsure which result is correct and suspects interference. The patient sample was then tested on three other alternate methods. For two of the methods, the results were elevated. For the third method, the result was lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient results.